Event description:
It was reported that the patient received inappropriate therapy while in an svt. Patient received atp and hv therapy due to every other atrial event being blanked by pvab. Clinically resolved by decreasing the pvab.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.